Manufacturer narrative:
The log file was analyzed for the investigation. The described event could be retraced, alarms were logged which are indicating a deviation between the measured rotation speed and the set rotation speed. The comparison between set value and actual value occurs every 500ms because this time period will be used for measuring and averaging. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the technical alarm "blower defect" will be posted and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. It was not possible to identify the root cause for the deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the unit alarmed for device failure after a couple of breaths. The unit was immediately removed. There was no patient injury reported.